Event description:
It was reported the customer received an unexpected restart alarm after every battery change. The customer stated the alarms have been recurring for the past 6 weeks. The customer's blood glucose was 160 mg/dl. Customer also reported receiving a signal too low alarm. Troubleshooting found the insulin pump passed a selftest. The insulin will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.